Event description:
Customer received 11 false positive results when testing with the using the cue covid-19 test for home and over the counter (otc) use. This report is to document 1 of the 11 false positive results. See related cases for the additional false positive results. Customer received a false positive result on (B)(6) 2022 (cartridge sn (B)(4), lot 25112c, reader sn (B)(4). Following their positive cue results, customer reports multiple at-home rapid antigen tests were performed, however, they did not keep the results (brand/manufacturer, dates of testing, and frequency not provided). Customer states there was a covid-19 exposure on (B)(6) 2022, but no further exposures after that date. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.